Event description:
It was reported that during the procedure, when placing the 1.1 drill bit in the universal guide, the drill bit did not pass and it was immediately identified that this guide was crooked. Due to this novelty, there was no discomfort for the specialist since it could be solved with the other part of the guide. It also occurred during the procedure that when mounting the 1.5 screws in the screwdriver pieces, it became evident that the magnet did not work on these and the screws fell out. The doctor was very upset about this because she says that the equipment always has bad screwdriver pieces. This was resolved by ordering bone wax to glue the screws to the screwdriver piece and thus when using it, prevent the screws from falling out; this is how the surgery was successfully completed, without affecting the patient and without alterations in surgical times.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was not returned to medtech orthopaedics; however photos were provided for review. The photo investigation of " 03.130.010, scrdriver shaft 1.3/1.5 t4 self-holding" could not reveal the reported condition. The evidence provided was not sufficient to confirm the reported event of unable to assemble and disassemble. Functionality issues cannot be evaluated through photo investigation. Also, the provided evidence is not that clear to identify which part of the device has fallen apart. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the scrdriver shaft 1.3/1.5 t4 self-holding would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: supplier- (B)(4). Manufacturing date: 19-aug-2022 part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc lot number: 665p064 (non-sterile) lot quantity: (B)(4). Nonconformance noted: n/a. A manufacturing record evaluation was performed for the finished device with batch number 665p064. No nonconformities or manufacturing irregularities have identified related to the complaint condition.